Event description:
The hcp reported the pt had a refell done with a decrease in the compounded baclofen dosage. The hcp felt the pt had an infection and gave the pt vancomycin. The pt presented to the e.r. With overdose symptoms including bradycardia, hypotentsion, and was arousable only to strong stimulation. The pt was intubated and the pump was stopped. The hcp aspirated 40 ml of csf from the sideport, emptied the pump, and filled it with preservative free saline. The pt was on a valium drip. The pt was reported to be doing "remarkably well."